Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The infection reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced headaches, swelling, and an infection at the implant site. The recipient was admitted for treatment and antibiotics.